Event description:
It was reported that during device change out, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 2.8cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.